Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the user turned the pump off, the user went to the hospital on (B)(6) 2017 with a blood glucose (bg) level of 900 mg/dl and diabetic ketoacidosis. Reportedly, the user believed the infusion set may have partially come out of their body; however, the user was unsure as all the supplies were changed out multiple times. The user was treated with insulin via intravenous drip as well as blood pressure medication and was released on (B)(6) 2017. During troubleshooting with tandem's technical support, a cartridge alarm 19 occurred during the load process as well as a resume pump alarm. Reportedly, the user could not remember what caused the resume pump alarm, but stated that the alarm was cleared. The user was able to successfully load a new cartridge. A follow up from the clinical diabetes specialist confirmed that insulin was coming out of the tubing as expected.